Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The pump was not returned for evaluation. A correlation between the device and the reported event could not be determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2015 at an outside hospital. The patient's family reported that the patient had an aneurysm; however the vad coordinator reportedly felt that it may have been an unconfirmed hemorrhagic stroke. It was reported that no records were obtained and an autopsy was not performed. No further information was provided.